Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were several episodes of noise resulting in oversensing noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.